Manufacturer narrative:
Results evaluation: there were 881 cases received of this device lot number, of which 872.91666 has shipped. Smiths medical asd, inc. Has not received any similar reports on this device lot number from any othe user facility (this same user facility reported on this lot in july, 2005). If the face mask were missing, it would be visible through the package at the user facility, as the packaging for this device is clear, and should have been noticed prior to use. The history of this report reveals that it is probable that the mask was removed from the package and the rest of the unit not disposed of. Someone else would go to use the unit and not realize that it had been opened previously. A smiths medical sales rep audited the hosp inventory, in july, and no sealed packages were found with a missing mask. An audit was performed again in october. The results were that two of the hospital locations were inspected, throughout both hospitals and three of unit packages were found opened and had the mask taken out (two in the emergency room and one on an ICU code cart).